Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During pressure injection simulation- medical imaging at gcuh has had multiple instances over 2 week period starting on 25th march of contrast pressure alarms and leaking on smartsite connectors. No samples or pictures are available for collection.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: "during pressure injection simulation, leaking on smartsite connectors and contrast pressure alarms". The product in use at the time is reported to be a 2000e7d from lot 1026707. Further information from the customer confirmed that the product is stored in the internal air-conditioned department storeroom before use and no physical damage or deformity was reported at the time of leakage. Also that there were multiple incidents of pressure build ups on different patients but they were unaware of how long the infusion was running. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1026707 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, please note, as stated in the directions for use of the smartsite component, the smartsite: "may be used with low pressure power injectors up to 325 psi. And maximum flow rates up to 10 ml/second".